Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 319 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found straight ¿and in the 45 degree angle¿; thus, bent and adhesive was wet. As treatment, patient gave an injection of 10 units with syringe. History: on (B)(6) 2018: at 9:20pm bg level was 65. At 9:25pm this pod was activated. On (B)(6) 2018: at 4:20am bg level was 222 and gave self a bolus of 2.2 units. At 6:20am gave self a bolus of 3.5 units of insulin. Bg level was 291. At 7:20am bg level was 319 and gave self an injection of 10 units with syringe and removed the pod